Event description:
Philips received a complaint by the customer on the v60 indicating that the devices green o2 hose has a hole and needs replaced. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 11sep2025, it was confirmed that the holes caused an o2 leak. The hole was caused by separation at the connection of the fitting. The hose was replaced to resolve the reported issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.